Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ sides pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2005 to 2007. Concomitant products included levonorgestrel (mirena) since 2010 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and pollakiuria ("bladder or urinary problems or changes / increased frequency and bladder pressure"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: rashes on arms"). In (B)(6) 2014, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2014, the patient experienced food allergy ("allergic or hypersensitivity reaction type: fruits"), hypersensitivity ("lotions allergy") and dermatitis contact ("soap allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems: teeth breaking") and hyperaesthesia teeth ("teeth sensitivity"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and intestinal haemorrhage ("abnormal bleeding (stools)"). On an unknown date, the patient experienced endometriosis ("endometriosis"), amnesia ("memory loss"), bacterial infection ("bacterial infection") and micturition urgency ("bladder pressure"). The patient was treated with surgery (she had bilateral partial salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, night sweats, hot flush, food allergy, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, migraine, ovarian cyst, uterine leiomyoma, endometriosis, nausea, tooth fracture, feeling abnormal, amnesia, dizziness, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea, alopecia, back pain, intestinal haemorrhage, dermatitis contact, pollakiuria, hyperaesthesia teeth and micturition urgency outcome was unknown, the genital haemorrhage, weight increased and bacterial infection had resolved and the vaginal haemorrhage, menorrhagia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bacterial infection, constipation, cystitis, dermatitis contact, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, food allergy, genital haemorrhage, hot flush, hyperaesthesia teeth, hypersensitivity, intestinal haemorrhage, menorrhagia, micturition urgency, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pollakiuria, rash, tooth fracture, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: reporters details updated and patient demographics, medical history, concomitant drugs and laboratory data were added. Essure indication updated. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012).on (B)(6) 2018, she explanted essure. Injury event was updated to hormonal changes describe: mood swings, night sweats and hot flashes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: fruits, lotions, infection (bladder/ urinary tract/vaginal) type: bladder, utis, vaginal, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes on arms, bladder or urinary problems or changes / increased frequency and bladder pressure, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts and fibroids, endometriosis, nausea, dental problems: teeth breaking and teeth sensitivity, neurological conditions or problems type: brain fog, memory loss, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, constipation and diarrhea, hair loss, lower back pain, abdominal pain, soap allergy, bacterial infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.